Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that 17 years 7 months post implant of this aortic bioprosthetic valve, the device was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.